Event description:
It was reported that the nurse hung a bag of heparin that was programmed at 18.9ml/hr with a volume to be infused of 60ml on 1/22 at 1632. At 1735, the pump module was alarming and the bag was empty and there was air in the line. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.